Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019.

Event description:
The customer reported unit had a dim screen, and it is failing touchscreen calibration with a new (ui) user interface. There was no patient involvement.

Manufacturer narrative:
G4: 09jun2020. B4: 12jun2020. There was no on-site evaluation by the manufacturer - this event was resolved in-house by the customer. The customer stated that the touchscreen assembly was defective out-of-box, and was returned to the manufacturer. The touchscreen was replaced with another, and was installed and calibrated without any further issue. The ventilator is back in service. The touchscreen assembly was returned to the manufacturer's failure investigation (fi) laboratory for evaluation. Visual inspection of the touchscreen assembly revealed no signs of physical damage and contamination. The touchscreen assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen assembly passed all testing, and no errors were generated. The reported complaint of a ventilator with a touchscreen failure was not duplicated; no fault was found on the returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 18oct2019. Report date: 23oct2019. Multiple unsuccessful attempts were made to gather resolution. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit had a dim screen, and it is failing touchscreen calibration with a new (ui) user interface. There was no patient involvement.